Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was found that the therapy pcb was defective. Due to therapy pcb not being available, the device could not be repaired. The customer's device will be scrapped.

Event description:
The customer contacted stryker to report that their device would not deliver defibrillation energy. There was no patient use associated with the reported event.